Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 101 which was not reproduced. A review of the event history log identified system error 101. The cause was determined to be failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a primary infusion of normal saline (programmed amount and delivery rate unknown) in progress on a patient. The nurse then went to program a secondary infusion of antibiotic following the on-screen instructions. The nurse pressed stop, then program pri/sec and as soon as she pressed the program secondary soft key, the pump alarmed and powered off and all the programming was erased. Through review of the event history log of the device the biomed confirmed the error that occurred was a system error 101 (pic msg crc error). There was no known patient injury or medical intervention associated with this event. No additional information is available.